Manufacturer narrative:
There is no further information available. Should additional information become available, this event would be updated.

Event description:
Boston scientific received information that this health care professional reported the patient with this pacemaker has experienced syncopal episodes since the device was implanted. The device appears to be functioning appropriately, however the origin of the syncope was not provided.